Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a contact force issue could not be conclusively determined.

Event description:
During the atrioventricular nodal reentrant tachycardia procedure, there was a delay due to a contact force issue with the catheter. The catheter was inserted into the patient and no contact force measurements could be seen, but the catheter could be visualized. The tactisys was changed with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.